Event description:
The customer returned the camera head to the service center for a separate issue. During the device analysis, the service technician identified that the device exhibited a lens in which the charge coupled device (ccd) cover glass had deep scratches. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the lens in which the charge coupled device (ccd) cover glass had deep scratches was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.